Event description:
The report received from the affiliate indicated that the physician delivered the sakura fire star 2.00 x 15 balloon catheter (bc) to the target lesion and inflated to 10-12 atm. (Initial inflation) and then could not deflate the balloon. The physician had to use force to withdraw it from the patient. There was no reported patient injury. The procedure was a percutaneous coronary intervention (pci). The target lesion was the mid left anterior descending artery (lad). The lesion was reported to be: a 90% stenosis, heavily calcified, and not tortuous. The device was not re-sterilized. The product was stored properly in a cabinet prior to use. The balloon was inflated approximately 3-5 seconds prior to the product issue and took greater than ten (10) seconds to remove it from the vessel/patient. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. A medtronic indeflator was used. The contrast was visipaque. The contrast to saline ratio was one to one (1:1). The same indeflator was used subsequently with other devices. A little resistance/friction was noted while inserting the bc through the rotating hemostatic valve. There was no reported resistance/friction reported while advancing the catheter through the guiding catheter. There was a little friction/difficulty accessing the target lesion. The catheter was not ever in an acute bend. The balloon inflated normally.

Manufacturer narrative:
The report received from the affiliate indicated that the physician delivered the sakura fire star 2.00 x 15 balloon catheter (bc) to the target lesion and inflated to 10-12 atm. (Initial inflation) and then could not fully deflate the balloon. The physician had to use force to withdraw it from the patient. There was no reported patient injury. The procedure was a percutaneous coronary intervention (pci). The target lesion was the mid left anterior descending artery (lad). The lesion was reported to be: a 90% stenosis, heavily calcified, and not tortuous. The device was not re-sterilized. The product was stored properly in a cabinet prior to use. The balloon was inflated normally at 12 atmospheres for approximately 3-5 seconds. Then, the balloon could only be partially deflated. Efforts to fully deflate took greater than ten (10) seconds therefore, the balloon was removed partially deflated from the vessel/patient using a little force. The product was removed intact (in one piece) from the patient. The patient was reported to be in good condition. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. A medtronic indeflator was used. The contrast was visipaque. The contrast to saline ration was one to one (1:1). The same indeflator was used successfully with other devices. A little resistance/friction was noted while inserting the bc through the rotating hemostatic valve. There was no reported resistance/friction reported while advancing the catheter through the guiding catheter. There was a little friction/difficulty accessing the target lesion. The catheter was not ever in an acute bend. The product was returned for inspection. One non-sterile sakura fire star 2.0 x 15 mm. Was received coiled inside two plastic bags. The balloon was already inflated. Residues of inflation medium were observed in inflation lumen. Functional test (deflation-inflation) could not be performed since during an attempt to remove inflation medium residues the balloon was burst. Sem results showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported deflation 'difficulty/unable to failure could not be confirmed since the sem results did not show any anomaly. The exact cause of the reported failure could not be determined. Neither the DHR review nor the analysis suggests that reporter issues are related to the manufacturing process of the unit. A risk assessment was completed to investigate this type of failure.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.